Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio = 7.5, lab = 2.0. A second incident was reported where the inratio result was > 7.5. A lab draw was requested. Further testing incident was performed to determine which meter is giving discrepant results. Technical support to follw up with customer to document the lab draw results for the second incident.